Manufacturer narrative:
No product is being returned for evaluation and no account number, model number or lot number has been provided to the manufacturer. A follow-up report will be sent once the investigation has been performed. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Fios trocar used in a gastric bypass on september 14, 2014. Additional information received via email on november 1, 2016: "on or about (B)(6) 2014, [the patient] consented to undergo a laparoscopic roux-en-y gastric bypass surgery. The surgery was performed by bariatric surgeon, dr. (B)(6)." "During first attempts at insertion of an applied fios trocar, dr. Mcmahon and medical staff experienced a failure of the applied fios trocar. The applied fios trocar tip broke off during attempts at the first entry, after breaching the fascia. The failure of the applied fios trocar was sudden, catastrophic, and circumferential with linear cracks along the way to the tip. This resulted in multiple shards of plastic contaminating [the patient's] small wound. [The patient's] surgeons' attempted retrieval of the plastic through the small incision but were unsuccessful given the depth of the tissues. As a result, [the patient's] doctors made the emergency decision to convert the laparoscopic surgery to full open laparotomy procedure to allow the surgical team to carefully extract all of the plastic pieces from [the patient's] peritoneum. [The patient's] recovery was subsequently complicated by a wound infection requiring packing and local would care. [The patient] was hospitalized at (B)(6) medical center until she was discharged on (B)(6) 2014."

Event description:
Additional information received via email on 26jan2018: the tip of the trocar was found in situ just breaching the peritoneum. It was completely removed and no fragment was found. Additional information received via email on 05feb2018. The surgery date was (B)(6) 2014 at [name] medical center. Photograph is provided of the alleged trocar. Type of intervention: it was completely removed and no fragment was found. Patient status: ni.

Manufacturer narrative:
Correction: the date of the event in has been corrected from (B)(6) 2014. The event was re-evaluated based on additional information and a photograph of the event unit received that suggest an alternative root cause for the obturator tip fracture. Based on visual inspection of the photograph received, the complainant's experience of obturator tip fracture was confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Based on the additional information and photograph, it is likely that the reported event was caused by heat generated from the scope and/or light cable in combination with a downward force exerted on the unit. If exposed to heat for an extended period of time, the plastic could soften. If a downward force is applied to the obturator while the plastic material is soft, the tip could potentially fracture. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event product was not returned and no lot number was provided to applied medical for evaluation. Requests were made to obtain additional information about the product to assist with the investigation, but no additional information was received. Based on the event description provided, it is likely that a brittle fracture occurred at the fios® tip of the obturator. The root cause of the event is likely due to material degradation during the molding process. The procedure performed was a laparoscopic roux-en-y gastric bypass, which is a weight loss surgery generally performed on patients with extremely high bmi of 40+. The insertion of the trocar might have required high forces due to the patient's high bmi, which could make the device more susceptible to breaking. Engineering was unable to confirm the root cause; however, based on similar investigations, it is believed that this type of fracture could be due to a material moisture issue during the injection molding process which could cause the part to be more prone to brittle fractures. Applied medical has initiated and closed a corrective and preventative action (CAPA), which was intended to minimize the potential for this type of event to occur. Modifications to the molding process, as detailed in the CAPA, have shown to be effective as this type of event has been greatly reduced. A risk assessment was conducted and concluded that the level of risk remains at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.